Event description:
It was reported that this right ventricular (rv) lead had been showing a micro dislodgement as reported at the gfe response. Rv impedances had been variable as well as the threshold. Also poor morphology had been observed. The lead has been explanted at a surgical intervention and a new lead was implanted. At the surgical procedure, the lead helix would not extend after being retracted. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction of the b3 field. Patient code 3191 captures the reportable event stating that the patient was sent to surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had been showing a micro dislodgement as reported at the gfe response. Rv impedances had been variable as well as the threshold. Also poor morphology had been observed. The lead has been explanted at a surgical intervention and a new lead was implanted. At the surgical procedure, the lead helix from the original lead would not extend after being retracted. No additional adverse patient effects were reported.